Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a high reading issue with the freestyle libre 2 sensor and a replacement sensor was ordered. The customer further reported that due to a delivery delay of the replacement product, he experienced a loss of consciousness. No additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.